Event description:
The pt was found dead in bed by her husband on the morning of 2006. The death was verified by the emergency physician at 07:00 am. Her husband said that the pt felt well all the time before and there had not been any problems or symptoms the day before she died. An autopsy was declined by the husband, therefore time frame, and cause of death are unk.

Manufacturer narrative:
This is one of three products being reported for the same event. Please reference mfg reports #: 9616099-2006-00655, and 9616099-2006-00659. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.